Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Thyroidectomy - "voyant fine fusion was used during a thyroidectomy and jaws were cleaned properly with a gauze and saline solution. The surgeon noticed that jaws remained stitched to tissue and he needs to carefully detach them, sometimes with the help of a laparotomic grasper, not to tear tissues. Handpiece was substituted with a new one, same lot, that worked properly. Event sample is not available. It was thrown away because, as for during jaw cleaning a 5 sec cycle was performed on a gauze, they were thinking problem was due to some gauze fibers remained onto jaws." Patient status - "good. No further intervention required. Handpiece was substituted."

Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. After management review, it was determined that this event was reported in error. Based on conversation with applied medical's consulting physician, tissue sticking not leading to bleeding is not considered a reportable event as there is minimal risk to the patient. This occurrence is unlikely to contribute to patient injury as the seal of the tissue and/or vessel will remain intact. Although the exact root cause of the event could not be determined, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of incident. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.